Manufacturer narrative:
An initial investigation was conducted using the glucose data synced by the customer to the data management system (dms), the cloud-based platform supporting the eversense system. The analysis indicated that system performance had deviated from its expected behavior. To further investigate the issue and identify the root cause, a return material authorization (RMA) was issued to retrieve the sensor for evaluation. Upon receipt, a visual inspection showed that a portion of the sensor hydrogel was missing from the long end of the sensor, which most likely occurred during the removal procedure due to excessive force applied by the removal clamps and was unrelated to the user's complaint. A review of the in vivo raw data showed depressed signal and reference channels since insertion on (B)(6) 2025. However, this was not reproduced during in-house testing. This may occur in some instances where the failure mode that presents itself in the body is not reproduced in the lab, such as the in vivo state of the sensor hydrogel. The user was offered a sensor replacement as a resolution. H6: type of investigation (b): updated to 10, 4121. H6: investigation findings(c): updated to 114. H6: investigation conclusions(d): updated to 4315.

Event description:
On 23 june 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy which led to an early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.